Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 4260 boston scientific lead implanted: 2000-(B)(6), 694265 lead implanted: 2000-(B)(6), lvad unknown implant date (B)(6).

Event description:
It was reported that during a routine device change out, an abrasion was noted on the left ventricular (lv) lead, proximal to the connector pin. Medical adhesive was applied to the abrasion to protect the insulation. The lead is no longer in use because the patient is using a left ventricular assist device. No patient complications have been reported as a result of this event.